Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. It should be noted that the reported peripheral vascular disease that the patient suffered from may have played a role in the experienced event. A review of the finished product lot history record and there were no nonconforming material records associated with this lot that were related to this complaint. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure (primary stenting). Reportedly, the closure with the device was not optimal and there was oozing at the site. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.